Event description:
It was reported that the asymptomatic patient presented for fluoroscopy imaging due to rising capture thresholds on the right ventricular lead. Imaging revealed externalized conductors. The physician elected to continue to monitor the patient as they only pace 4% in the right ventricle and only required high voltage shock once in 2010.